Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported event cannot be verified. A two-year lot history review was conducted and found a total of 3 similar events involving 3 devices for this lot number, however, they haven't been confirmed. A DHR review was provided by vendor katecho and found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been 14 complaints regarding 52 devices for this device family and failure mode. (B)(4), per the instructions for use, the user is advised the following; misuse of multifunctional electrodes, use of compromised or altered product, and/ or failure to follow product instructions may result in patient burns, inadequate delivery of therapy, and/ or loss of ECG trace quality. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the 2001z-c, pad pro deffib pads, were used during a CABG procedure the first procedure the same message came up, "poor contact", "check pads". The zoll monitor had not been tested that morning. We turned the monitor off and turned back on to the defibrillator setting and never had an issue after that. This report is being raised based on device malfunction with potential for injury upon reoccurrence.